Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is broken and cracked on the side of the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.